Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, a sudden increase in impedance, and high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.